Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients and medication were not crossing over. The technical support specialist (tss) ran a script to check the interface, updated the related services, and reran the script to verify functionality. Knowledge article "medes: interface delayed/down notice" was attached as part of the resolution documentation. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and medications were not crossing over to the server or to any of the stations. Users were unable to see the patients or medications on the stations, and the information was also not visible on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.